Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation.

Event description:
It was reported that a 3.6mm rad55 hi speed curved bur "broke" intraoperatively after 10 minutes of use on a (B)(6) male patient. There was also no report of patient impact or injury as a result of this event, and the patient was reported as doing "fine."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.